Event description:
Dr called and reported of having been practicing dentistry for seventeen years; that dr uses endo ice for diagnostic testing of teeth (to determine tooth vitality) and also to treat muscle spasms by spraying the cold material to the affected area; this sort of shocks the spasm and it stops. Dr reported that, on 7 december 1999, dr used this process with endo ice (batch no. G109-9909-1401) on a pt, generally in good health. According to the dr, this treatment unfortunately resulted in the pt receiving an apparently severe frost bite on the cheek. At the time of the subject telcon, dr was concerned with the healing of this frost bite and recommended that the pt see a plastic surgeon. When co rep asked if the dr thought that there might be anything wrong with the can/container, he indicated that there was nothing wrong with the can and that dr's only reason for calling was not to fault anyone, but to point out to the co, coltene/whaledent inc., that co should consider to make the caution notice more prominent.